Manufacturer narrative:
(B)(4). The device history records for the reported lot number were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.

Event description:
The patient was injected on (B)(6) 2011 with radiesse in the cheeks and nlfs. A 3cc was injected. The patient was also injected with botox. The patient called in on friday ((B)(6) 2011) afternoon. The angioedema started in his foot and extended to his lower mouth. The patient went to the ER, was given steroids and stayed in the ER overnight. The patient came home the next day and was fine. Dr. (B)(6) believes that the process of the injection triggered this reaction. The patient has had subsequent angioedema episodes that are not related to a radiesse injection. Dr. (B)(6) talked to the patient's wife the week of (B)(6) 2011 and the patient is currently fine.